Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter product IFU's are found to be adequate based on past reviews.

Event description:
It was reported that the unknown balloon catheter burst inside of the patient. A cystoscopy was done and there were missing pieces.